Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. The device is expected to be returned for analysis

Manufacturer narrative:
As reported, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. Requests for additional information have not been answered. The device was returned for analysis. A non-sterile 6f/7f mynx grip vascular closure device was returned for investigation. Per visual analysis, the shuttle was engaged to the handle and the stopcock was open. The sealant sleeve, the sealant, and the advancer tube remained in the manufacturing position. The syringe and the procedure sheath were not returned with the device. Per functional analysis, a leak was observed on the balloon and the balloon could not be inflated. Per microscopic analysis, a taper-to-taper tear, was observed under high magnification, about 3mm from the balloon proximal tip. Since the procedural sheath was not returned, an evaluation of its compatibility or any damage that could have contributed the reported complaint could not be performed. A product history record (phr) review of lot f2005001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device due to the condition in which the device was received. The exact cause of the reported event could not be conclusively be determined. Based on the information reported it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.